Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the facility representative that the solution is dry upon activation of ampule. Per email: we have a report of several defective 1.5ml ps# 157258/ref# (B)(4) the chloraprep frepps that are dry when you break the ampule. They are from the same lot number ¿ 0353250.

Manufacturer narrative:
A sample was available for evaluation. The returned sample did not provide enough evidence to verify the reported issue. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handling. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handling. Without the actual sample a root cause can't be determined. A device history record review was completed for batch/lot 0353250 and there were no non-conformances related to broken ampoule during the manufacturing of this lot. No further action will be taken based on no adverse trend has been observed. Will continue to track & trend for this defect. H3 other text : see narrative below.

Event description:
It was reported by the facility representative that the solution is dry upon activation of ampule. Per email: we have a report of several defective 1.5ml ps#(B)(4). The chloraprep frepps that are dry when you break the ampule. They are from the same lot number ¿ 0353250 per response email: multiple times in the past week in one area reported; blood donor center is a dept that has few staff an only runs approx. 10 hours/day I feel this is the reason the problem has been identified the other large users are 24 hour dept. With 3 times the staff; which means if it happens to a staff member once in a week it¿s just an occasional ¿defect¿ but the smaller # of staff and large volume of frepp¿s used in a day has allowed us to see the issue and it¿s a single lot (they open and used immediately